Manufacturer narrative:
Concomitant medical products: 4473 lead, implanted: (B)(6) 2012 . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high and erratic tip to coil pacing impedance and rv coil defibrillation impedances. An rv coil fracture was suspected. The lead remains in use. No patient complications have been reported as a result of this event.